Event description:
Facility alleges first use blood leak. Crack noticed on top of fibers. (Crack on header.) As per tech, crack is not attributed to striking dialyzer against any hard surface. No pt injury. Ebl = 200 cc. Blood not returned to pt.